Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported they noticed the programmer wouldn¿t connect with the ins the day prior to report. The patient had a return of symptoms. It was a sudden change in therapy. The patient was showing signs of dyskinesia and tremor. They were not aware the ins was turned off. There was no trauma or falls that could be related to the issue. When they tried to use the programmer, it was powering on and it showed a code that they didn¿t know what it meant. They saw the icon to charge the ins. They were able to use the implantable neurostimulator recharger (insr) and were currently actively charging the ins. They last charged to full about 2 days prior to report. When they charged they had all 8 coupling boxes and the first ¼ was currently charging. They were not able to turn the stimulation on yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.